Manufacturer narrative:
This is 1 of 2 report. The device is not available to the manufacturer.

Event description:
It was reported that during endovascular procedure in a patient with basilar artery occlusion, when physician was advancing first guidewire(subject device) to target lesion, it fractured. Physician then used another second guidewire to place a rescue stent to attach first guidewire(subject device) on the wall of the vessel, but second guidewire also fractured. Physician completed the procedure by attaching both the first(subject wire) and second wires on the wall with a stent as a medical intervention. Fragment of first guidewire(subject device) remained inside patient's anatomy. After the procedure, the patient had a motor deficit in both limbs. The patient's symptoms recovered, like before the procedure, after 4 days. No other information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be kinked/bent, the guidewire was returned broken/fractured 202cm from the proximal end, the distal fractured segment was not returned, and the hydrophilic coating was hydrated and there were no anomalies noted. The proximal segment was inspected and noticed that the nitinol tubing was broken 4cm from the distal end of the proximal segment, the core wire was visibly broken (distal end of the proximal segment), and the platinum wire was found to be broken inside the nitinol tubing and not visible. A functional inspection was not performed. The reported guidewire broken fractured during use and un-retrieved device fragments were confirmed during the analysis. The reported patient neurological deficit could not be confirmed during the analysis as the issue is procedure/patient related. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the procedure, the distal tip of the guidewire was shaped in a loose j, the issue was noticed when the wire and trak 21 microcatheter were advanced to the target lesion (distal basilar artery), and the anatomy was not tortuous. During analysis, the guidewire was found to be kinked/bent and was returned broken/fractured at 202cm from the proximal end. The distal fractured segment was not returned. On the proximal segment, the core wire was exposed, and the nitinol tubing was broken at 4cm from the distal end of the proximal segment. The platinum wire was also noted to be fractured under the nitinol tubing. Based on analysis, it is probable that the guidewire experienced high tension and torsion forces while navigating inside the catheter during the procedure that resulted in the kink along its length and fracture at the distal tip. An assignable cause of procedural factors will be assigned to the reported 'guidewire broken/fractured during use', 'patient neurological deficit' and 'un-retrieved device fragments' and to the analyzed 'guidewire broken/fractured during use', 'un-retrieved device fragments' and 'guidewire kinked/bent' since the issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during endovascular procedure in a patient with basilar artery occlusion, when physician was advancing first guidewire(subject device) to target lesion, it fractured. Physician then used another second guidewire to place a rescue stent to attach first guidewire(subject device) on the wall of the vessel, but second guidewire also fractured. Physician completed the procedure by attaching both the first(subject wire) and second wires on the wall with a stent as a medical intervention. Fragment of first guidewire(subject device) remained inside patient's anatomy. After the procedure, the patient had a motor deficit in both limbs. The patient's symptoms recovered, like before the procedure, after 4 days. No other information is available.